Manufacturer narrative:
Manufacture date: november 12, 2016 ¿ november 14, 2016. The device was received for evaluation. Visual inspection noted a ruptured bladder. The ruptured bladder was microscopically examined and no evidence of markings, abrasions, gouges, holes, or embedded particulate matter, nor were any surface defects noted on the stress-member. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during fill of fluorouracil and saline. There was no patient involvement. No additional information is available.